Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased creatinine results generated on the architect c4000 analyzer. The customer did not report out decreased result. The customer repeated and observed higher results. The customer provided the following data: ran sample x5 reported out third result(5.54) = 1.52/2.80/5.54/5.56/5.52 no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched due to the customer reporting falsely decreased creatinine results on the architect c4000, serial # (B)(6). Service performed extensive troubleshooting to resolve the issue. Service discovered nozzles of the cuvette washers were overflowing due to the nozzle¿s being clogged. Service cleaned both the nozzle c4 #1, #4, #5 (rohs)_part number 7-205228-01 and nozzle, c4, #2, #3 (rohs)_part number 7-205229-01 and deemed both parts the likely cause for the falsely decreased creatinine results. The module function was verified with a control/precision run. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 processing module, nozzle c4 #1, #4, #5 and nozzle, c4, #2, #3 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module, nozzle c4 #1, #4, #5 and nozzle, c4, #2, #3, was identified.